Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that when they went through department store security screeners, they were shocked/jolted and had uncomfortable stimulation since implant on (B)(6) 2013. It was indicated that some stores were worse than others, but this happened at all department stores. The patient was implanted for gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.